Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered on the superior vena cava (svc) coil portion of the right ventricular (rv) lead due to an out-of-range high impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.